Event description:
The customer reported that about less than 1ml of clear fluid was leaking from the probe of the coulter act diff 12 analyzer during start up. The wbc controls were recovering on the low side. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found the probe dripping and plt background failure during startup. The fse replaced diluent filters resolving the leak. During the decontamination process the fse also replaced tubing through probe waste/vacuum, pinch valve, lv8. He verified vacuum level for probe leak, and no issue was detected. Also, as part of the decontamination process the fse replaced the pickup tubes to correct high plt background failure. (B)(4).